Event description:
Physician was closing after completing a total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy. A portion of his documented event states the following: with v-loc 180 barbed suture, the vaginal cuff was approximated from right to left.&#2068;he needle was removed and another v-loc placed within the abdominal cavity the left corner of the vaginal vault was grasped posteriorly- anteriorly and remaining vaginal vault closed. The v-loc suture was cut in an attempt to remove through the left lower quadrant port. The v-loc suture adhered on the anterior abdominal wall at the peritoneal entrance and with gentle traction, the straight needle detached from the v-loc suture.&#2068;he suture was removed. Laparoscope was placed within the left lower quadrant port and attempts at visualizing the 1cm straight needle failed. The needle is retained in the patient.